Manufacturer narrative:
Results of investigation: the carefusion factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue and found that the dump valve was not working. The factory service center replaced the main pcb (printed circuit board) and the unit meets manufacturer's specifications.

Manufacturer narrative:
(B)(4). Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the unit intermittently alarmed error code e41 (dump valve not connected) while in use on a patient. There was no patient harm/injury associated with this reported issue. The ventilator was swapped out for another unit.